Event description:
Procedure: low anterior resection. According to the reporter: during the case after the device was loaded, the safety button would not release smoothly. After the safety button released, firing was done. The staff did not hear a click sound. After surgery, a leak was found and re-operation was required.

Manufacturer narrative:
(B)(4).